Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male pt (age & gender unk), a shock was delivered at 100 joules. The medics attempted to increase the device's energy level and was not adjustable, another shock was delivered at 100 joules. The medics then attempted to deliver a third shock and were able to increase the energy level to 200 joules and deliver a shock. After the third shock was delivered the medics could not obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.